Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-dec-05 (B)(4) (con): information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had experienced pain. The patient stated she could feel pulse too hard, it hurt like a jab and setting was about 1.8. She turned the ins off a couple days prior and that resolved the pain. The result of turning the ins off was a gradual return of symptoms that got worse. The patient wanted the ins on to address her symptoms again, so she turned stimulation on the same program 1 to a lower setting 1.6 and that was comfortable although she could still feel tapping and it felt fast. (Stim was initially strong but the patient waited a minute and it simmered down). Notrauma/falls reported that could be related to this issue. It was noted that the patient had recently experienced medical test or emi environmental exposure. The patient had abnormal cells on her labia (not related to ins/therapy) and a doctor removed them manually and with a laser. The patient thought she notified the doctor of having an ins prior to the procedure. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.